Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between november 25, 2024 ¿ november 26, 2024. H11: the device and photo sample were received for evaluation. A visual inspection was performed, and debris like contamination in the packaging was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations of the manufacturing port shoulder weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a rapidfill connectors had particle (dust type) inside the sterile packaging of the device. The issue was noticed before use. There was no patient involvement. No additional information is available.